Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report represents the sheath used during the case. The investigation is ongoing.

Event description:
As reported by our affiliates in united kingdom, a during implant of a 26 mm sapien 3 ultra valve using transfemoral approach, there was difficulty advancing the delivery system through the partially expandable portion of the esheath. The valve frame was observed to have a bent strut. The valve, delivery system and esheath were removed as a single unit. Upon removal, the esheath was found to be damaged. Per a photo provided, the liner was torn and delaminated, and there was a sheath liner strand. A new system was used and a valve was implanted successfully. There was no harm caused to the patient. The patients access vessel minimum luminal diameter was 6.5mm, and had mild calcification and mild tortuosity. During predecontamination evaluation of the returned device, there was leakage was observed on the delivery system. The balloon appear fully intact; however, there was leakage from the flex shaft when applying liquid to the balloon port (when the 3 way stopcock was locked on handle). There was leakage present at the 3 way stopcock when liquid was applied to the balloon port (when the 3 way stopcock was unlocked).

Manufacturer narrative:
Imagery was provided. During review it was observed an inflow strut of the valve was bent. After the devices were removed from the patient, the damaged valve was exposed through the torn liner. A liner strand was observed on the sheath. During visual analysis of the returned devices, it was observed the distal 1 inch of the liner remained unexpanded and the tip remained unopened. The liner had four tears. The first tear was 3 inches in length, beginning at the distal strain relief. The second tear was 2.5 inches in length, beginning 3.5 inches from the strain relief. The third and fourth tears were 2.5 inches in length, beginning 3.5 inches from the strain relief. Both of these tears were connected on both sides. A liner strand was observed, 4.75 inches in length, beginning 3 inches from the distal strain relief. Multiple small strands branched at the end of this strand. The sheath shaft was kinked 2 inches from the hub. After the strain relief was removed, hdpe damage was observed under the strain relief, 1.5 inches and 3.5 inches from the hub. During dimensional inspection, the sheath liner thickness was measured along the length of the liner tears and all measurements met their respective specifications. Due to the condition of the returned device (liner tear, liner strand), no applicable functional testing was able to be performed. DHR (device history review) did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed other similar complaints during manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, esheath, commander delivery system, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default. Peel away longer loader for 20, 23, 26, and, 29 mm valve size. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non peel away loader. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were confirmed based on the condition of the returned complaint device. No manufacturing nonconformances were identified through evaluation of the returned device. A review of manufacturing mitigations, device history record, complaint history, and lot history supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the report, the physician experienced difficulty in advancing the commander from the partially expandable portion. The patients access vessel had mild calcification and mild tortuosity. As per the training manual: push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Tortuosity can create a challenging pathway for delivery system insertion through the sheath. Additionally, it can create suboptimal angles for delivery system insertion/advancement through the sheath, leading to high push force and resistance. The presence of calcification within the access vessel can create a constrained condition and prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Additionally, per the report, the general opinion of the implanting team was that there must have been error of the first operator in introducing the system with loader into the e sheath causing the bend of the stent frame. Per the IFU and training manual, the loader must be completely inserted into the sheath before delivery system and valve insertion. If the loader was not inserted through the sheath properly, the crimped valve could be exposed and caught on the hemostasis valves within the sheath hub during device insertion, leading to the resistance as reported. These patient and procedural factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath and frame damage, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (incomplete loader advancement) may have contributed to the complaint event. As there was no note of abnormalities during device preparation, it is unlikely that the damaged sheath was an issue out of box. The liner tears and strand likely occurred due to excessive device manipulation during advancement of delivery system with a damaged valve. As the device was manipulated to overcome the observed resistance during device advancement, it may have resulted in the bent struts on the valve. It is likely that the bent valve struts interacted with the sheath liner, leading to the observed liner tears and strand. As such, available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the complaint event. The complaint for resistance between system components, inability to advance through sheath was confirmed. However, no manufacturing nonconformances that would have contributed to the reported event were identified. Available information suggests that patient (calcification, tortuosity) and procedural factors (incomplete loader advancement) likely contributed to the reported event. No labeling/IFU deficiencies were identified at this time. However, a product risk assessment (pra) and CAPA were previously initiated. The complaints for sheath liner torn and sheath liner strand were confirmed. No manufacturing nonconformances were identified during the evaluation. Available information suggests that procedural factors (excessive manipulation, valve caught on liner) may have contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Please reference related manufacturer report number 2015691-2021-04570 and 201569-2021-04810. Additional information was received. It was confirmed by engineering that liner delamination was not observed during initial evaluation of the returned device. The valve and delivery system did not navigate past the esheath. The system was retrieved as a unit. A valve was implanted in the native aortic position. The patient is doing well. There was no harm to the patient. The event was considered to be due to an operator error while introducing the thv system. The investigation is ongoing.